Event description:
The customer reported via phone call that she was having high blood glucose of 412 mg/dl on (B)(6) 2015. Customer's current blood glucose was 399 mg/dl. Customer used the syringe and stated that her blood glucose dropped to 36 mg/dl after she did a manual injection earlier today. Customer contacted her health care professional regarding her unexplained high blood glucose but the health care professional did not call back after she left a message. Customer stated that she changed her infusion set 3 times. Customer had a bent cannula in the first set and the second set was normal but she had a high blood glucose. Customer then changed into a third set. Customer saw air bubbles in the reservoir. Troubleshooting was performed and it was found that the cannula was bent. The pump did not pass the high pressure test and alerted no delivery on the second attempt. Customer was advised to do a complete set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.